Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the leads on their spine shifted within the first year of implant date and that was why it probably has not worked. Patient said that now the leads were about 2 inches apart and it's been hurting them. Patient also mentioned that every once in a while they could feel the leads sliding down and it was painful. Patient noted that they had a fluoroscopy done at their pain management and that they were told that if the device was replaced, the leads would have to stay where they were as they couldn't take them off their spinal cord.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient stopped using/charging the implantable neurostimulator (ins) because it never really worked/gave him any relief. The patient stated that their healthcare professional (hcp) did a fluoroscopy test and determined that the leads were not in the correct location. The patient was supposed to have two leads side by side and they were not. There were no further complications reported or anticipated.